Event description:
The customer observed three occurrences of architect havab-m gray zone or initial (B)(6) patient results when reagent lot 93794hn00 was in use. Upon repeat testing, the three samples generated non-reactive results (no actual patient data provided by the customer), therefore, no suspect results were reported out of the lab. Additionally, the customer has no concerns about the performance of the quality controls. The customer was advised to perform troubleshooting and maintenance procedures. The customer provided an example of the initial (B)(6) or gray zone results as follows for sample ID (B)(6). There was no impact to patient management.

Manufacturer narrative:
(B)(4). Concomitant medical device: architect i2000 analyzer, list # 3m74-01, serial # (B)(4). Results: cross contamination was identified as a potential cause. Conclusion: (B)(4). An adverse trend in us customer complaints for architect havab-igm assay (list number 6l21) regarding higher than usual grayzone/(B)(6) results rate was detected on march, 2009. The investigation revealed the most probable cause for the increase rate of (B)(6) results is the hav antigen code 26286 which has a reduced potency that affects the architect havab-igm performance. (B)(4). As a result, the signal to noise ratio is shifted specially in the negative samples leaving the assay prone for false grayzone/(B)(6) results and increases arch havab-igm assay susceptibility to reagent cross contamination and test system variability. As a preventive measure to protect the integrity of test results, customers were instructed by a product information letter to follow an alternative processing method by segregating all havab-igm samples.